Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events outcome updated, patient demographic added, essure insertion and removal date updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.